Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse could not confirm the problem with the system trainer. However, using the patient minisim, the fse was able to generate a fixed signal with fluctuations on the iabp screen. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a no ECG signal from the slave port. The unit was swapped out and there was no patient injury or adverse event was reported.